Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event (e207 - lamp lighting error) occurred due to a faulty spare lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the device produced an error code e207 due to a faulty spare lamp. The following additional findings were also noted: bottom cover, top cover, front panel chassis, scope socket, and lamp door all rusted, worn out socket slider switch causing intermittent use of high intensity mode, and non-olympus brand lamp life meter reading below 50 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon receipt and inspection of the returned evis exera iii xenon light source device, an olympus representative discovered that the device produced an error code e207 and the main lamp did not light. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.